Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4) alleging that his wife¿s onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter alleged that, they first became aware of the product issue on (B)(6) 2018, at 6 pm, when his wife obtained blood glucose readings of ¿170 and 567 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter stated that his wife manages her diabetes using insulin (self-adjuster), and that she made no changes to her normal diabetes management, in response to the alleged inaccurate readings. The reporter stated that 15 mins prior to the meter issue, the patient had developed symptoms of ¿nausea¿. The reporter stated that his wife attended the hospital, and was treated by a health care professional, with ¿10 shots of humalog and lantus insulin¿, at 6.10 ¿ 6.15 pm on the same day. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, while using the product, which required treatment by a health care professional and the alleged meter issue could not be ruled out as a cause or contributor to the event.